Event description:
It was reported to boston scientific corporation that a wallflex biliary covered stent was implanted within the common bile duct. According to the complainant, the indication for the stent placement was a stricture within the common bile duct due to a malignancy. The stent was implanted successfully. Following the stent placement, it was discovered that the stent had become blocked due to ingrowth. On (B)(6), 2011, a plastic stent was implanted within the existing stent. There were no patient complications as a result of this event. The patient condition following the reintervention was reported to be good.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. Although the complainant was unable to provide the exact upn, it was reported that the device was a wallflex covered biliary stent. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The complainant indicated that the device was implanted; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.